Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 43. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.